Event description:
It was reported that during a dialysis catheter placement procedure, the catheter was allegedly broke into two parts while passing thru the tunnel. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device pending return.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 23cm glidepath d/l catheter was received for evaluation. Gross visual, tactile, microscopic and functional evaluations were performed. A complete circumferential break was noted approximately 4.9cm from the distal end of the y-body. The edges of the distal end of the circumferential break were noted to be rough and uneven and the surface was observed to be granular in nature. In addition to the returned physical sample, one electronic photo was provided for review. The photo shows one glidepath catheter and a complete circumferential break was noted near the cuff area. Therefore, the investigation is confirmed for the reported fracture and material separation issues. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the catheter was allegedly broken into two parts while passing through the tunnel. The procedure was completed by using another device. There was no reported patient injury.